Manufacturer narrative:
Initial and final MDR (B)(4).- device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked event on (B)(6) 2025. The blockage was in the tubing.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17484. The initial MDR with manufacturing report number (3003442380-2025-15946), was submitted on 12-dec-2025. Upon completion of the investigation, the manufacturing date was updated as 09-nov-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 22-dec-2025 against "lot number 6011602 and similar malfunction code(s) occlusion in the tubing and/or tubing connectors - reduce flow, occlusion in the tubing and/or tubing connectors - blockage and occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The review confirmed that lot 6011602 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 22-dec-2025 against "lot number" criteria equal 6011602 and similar malfunction codes occlusion in the tubing and/or tubing connectors - reduce flow, occlusion in the tubing and/or tubing connectors - blockage and occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6011602 was manufactured according to the work instruction (wi) version 100 and manufactured in the machine multivac 14 on 09/nov/2025, with a total of (B)(4) units. Glue-tubing lot: the lot 5a04158 was manufactured according to the work instruction (wi) version 66 and manufactured in the machine sc08 on 04/feb/2025, with a total of (B)(4) units. The lot 5a04165 was manufactured according to the work instruction (wi) version 66 and manufactured in the machine sc05 and sc06 on 09/feb/2025, with a total of (B)(4) units. The lot 5b00053 was manufactured according to the work instruction (wi) version 66 and manufactured in the machine sc05 and sc06 on 10/feb/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and corrective and preventive action (CAPA) determination. No ncrs or capas of the same or similar nature were found for lot 6011602 and related malfunction codes for detachment. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.